Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation. Information was provided that the lens was implanted on (B)(6) 2018. It was indicated that the intraoperative lens turbidity was serious and the ultrasound energy was large during the surgery. Patient was treated (B)(6) 2017 and symptoms resolved two days later. (B)(4).

Event description:
A health authority reported corneal edema in an eye following an intraocular lens (iol) implant procedure. The patient was treated with medications and the symptoms recovered. The lens remains implanted.